Event description:
It was reported that during a procedure to implant a stent graft in a pseudoaneurysm leg fistula, the device failed to deploy. The doctor initially went in sheathless, using a 0.035 guidewire. It was a straight path that was not tortuous, but it was noted that the pt had tough skin. When it would not deploy, it was removed and a 8f short sheath was used and it still would not deploy. The system was removed and the procedure was completed with another stent graft. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing, and inspection of this product, and the product was found to have met all specs prior to shipment. The complaint is inconclusive, as no sample was returned for investigation. The root cause is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.